Event description:
Event description cpi received information that this unipolar steroid eluting lead (4185) has been removed from service due to lead dislodgement. It has been replaced with a unipolar positive fix lead sweet tip (4144).